Event description:
During an MRI infusion, anesthesiologist noted the pt's blood pressure was decreasing. At the time the pt, was receiving an infusion of remifentanil at 45 ml/hr. The infusion pump was stopped, but the anesthesiologist noted drops flowing in drip chamber of the infusion set. The anesthesiologist reported less than 10 ml of the fluid was delivered to the pt. The infusion was discontinued, and no injury resulted from this event.

Manufacturer narrative:
Investigation is still in process. Recent service action performed by customer may have contributed to the event. A follow-up report will be filed within 30 days of this report.